Event description:
It was reported that on (B)(6) 2010, due to acute coronary syndrome with elevated creatine or positive troponin and pain within 24 hours, the patient underwent the index procedure with deployment of one 3.0x15 rx promus stent to the distal right coronary artery. Post procedural residual stenosis was 0% with timi iii flow in the treated lesion. On (B)(6) 2010, the patient began aspirin and prasugrel. On (B)(6) 2010, the patient was discharged. On (B)(6) 2011, the patient was diagnosed with the event of chest pain and was admitted to the hospital on the same day. The patient was discharged on (B)(6) 2011 with the event resolved. No other information about the course of the event and its management was reported. The event of chest pain was considered mild in intensity, possibly related to the drug (prasugrel), unlikely related to the study device, and unlikely related to the study procedure. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, additional information reports the following: on (B)(6) 2011, the patient presented with complaints of mild sharp, non-exertional, substernal chest pain and pressure 3/10 in intensity. The pain lasted for about half an hour. The patient had discontinued taking effient for one week (date unknown) because the time had not been taken to refill the medication. Echocardiogram was unremarkable and cardiac enzymes were negative. On (B)(6) 2011, peak troponin I was 0.1 ng/ml (0.0 0.6 ng/ml) and ck-mb was 0.8 ng/ml (0.5, 5.3 ng/ml). The patient was kept overnight for further workup and to rule out mi. The patient was to be given 30 mg of per oral effient and was to resume 10 mg effient dosing. On (B)(6) 2011, myocardial perfusion imaging was suggestive of fixed inferior wall perfusion defect suggestive of a prior myocardial infarction and left ventricular systolic dysfunction with an ejection fraction of 25%. On (B)(6) 2011, stress test precipitated no chest or back pain to suggest angina. The patient did have mild angina and the electrocardiogram portion of the test was considered negative. The patient received sublingual nitroglycerine and the pain decreased. On (B)(6) 2011, echocardiography revealed an ejection fraction of 45% - 50%, inferior wall hypokinesis and mild posterior wall hypokinesis. No additional information was provided.

Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency and the product was not returned. The reported patient effect of angina, as listed in the promus instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4).